Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a past elevated blood glucose level of 600 mg/dl on cgm, due to needing settings adjustments. The customer addressed their bg with a manual dose injection. Recommendation from customer¿s healthcare provider was to remove the pump until appointment to better assist with settings to better meet the needs of the customer.